Event description:
A high blood glucose level was reported, with the specific value unknown but described as "high." The customer had not yet taken any corrective actions, and further assistance was declined as no supplies or system check was requested. No additional information was received regarding the outcome of the event.